Event description:
It was reported that the customer was hospitalized due to diabatic ketoacidosis. The customer's blood glucose level was 178 mg/dl. The customer. The customer was treated with IV fluid and she was wearing her insulin pump for the whole time, and nurses will ask her and tell them what she was giving. The customer was admitted at (B)(6) hospital in boulder colorado. The customer stated that she had the flu. The patient was not in an accident the customer was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.